Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 100cc's. Facility staff states no ill effects or medical intervention required. There is no other known ill effect to the patient. There is a sample available for evaluation.